Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that they've had nocturia symptoms for a year ever since they went in for their 6 month followup after their implants were put in. Pt said that same night, nighttime nocturia started and has been going on, off and on, ever since, sometimes good, sometimes bad. Pt said sometimes it is almost like they (their stimulators) turn themselves off and pt does not have them in their body anymore. Pt said their doctor told them: you have so much scar tissue in the sacral area the doctor was concerned they would not be able to get the leads in. Pt said they think the leads aren't getting the proper signal because of so much scarring. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Product type lead product ID 3889-28 lot# va1gbku serial# implanted: (B)(6) 2017. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.